Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an inappropriate shock due to noise. During the explant procedure, the conductor cables were observed outside of the lead body.